Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation, this patient had verified left knee tka on (B)(6) 2011. They were then noted to present with a painful and unstable left knee replacement. The patient was noted to have aseptic loosening of the femoral component and marked osteolysis. The patient underwent revision surgery (B)(6) 2022, approximately 11 years and 9 months after their initial replacement. The polyethylene liner was removed. There was noted to be wear of the liner. Next the femoral component was noted to be loose and it was removed. There was significant fibrous tissue beneath it with marked osteolysis. There was no evidence of infection grossly although multiple specimens were sent to pathology. Femoral and tibial components were replaced. The patella was noted to be well fixed, but there was some wear on the patella, which was removed. The patient was transferred to the recovery room in stable condition. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. Unable to locate ebi initial surgery. Historical record & smartsolve searched for sn/patient name with no results.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: h6. MDR section codes updated/corrected: b, c, d, e, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, femoral loosening, and instability. Or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b5. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported via legal documentation, this patient had verified left knee tka. They were then noted to present with a painful and unstable left knee replacement. The patient was noted to have aseptic loosening of the femoral component and marked osteolysis. The patient underwent revision surgery, approximately 11 years and 9 months after their initial replacement. The polyethylene liner was removed. There was noted to be wear of the liner. Next the femoral component was noted to be loose and it was removed. There was significant fibrous tissue beneath it with marked osteolysis. There was no evidence of infection grossly although multiple specimens were sent to pathology. Femoral and tibial components were replaced. The patella was noted to be well fixed, but there was some wear on the patella, which was removed. The patient was transferred to the recovery room in stable condition. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. Unable to locate ebi initial surgery. Historical record & smartsolve searched for sn/patient name with no results.